Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer reports that one patient sample generated an initial sodium assay result of 116 mmol/l on an architect c16000 analyzer. The sample retested at 144 mmol/l. This occurred just after a new integrated chip technology (ict) module was installed on the analyzer. Controls were within specification. No suspect results had been reported from the lab with no patient impact. A service call was initiated.

Manufacturer narrative:
An abbott field service engineer (fse) visited the customer site after the customer's replacement of the ict module did not resolve the issue. The fse inspected the analyzer and performed annual maintenance requirements. The fse determined that a damaged 1a mixer was the cause of the customer's issue. After replacing the mixer, subsequent instrument operations were acceptable. No returns were made available from the customer site for further evaluation. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual and the c16000 service and support manual provide information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred. The issue was addressed through standard troubleshooting procedures.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred; therefore, the device was not performing as intended.